Event description:
A (B)(6) gestation fetus who was delivered stillborn (at the end of the trace at 21:27). The baby was very oedematous and swollen and difficult to deliver: there were antenatal complications which were not previously known. The preliminary post mortem report suggests that the fetus had died at least 12 hours prior to delivery i.e. Before the monitoring started. The trace seems to reflect the presence of a fetal heart rate but it does not appear to be the same as the maternal heart rate. Reference MFR report number: 1000589001-2014-00002.